Event description:
It was reported that this implantable pacemaker was suspected to have migrated as the right ventricular (rv) lead exhibited pacing failure pacing as it decreased by 50% and lead impedance. Fluoroscopy confirmed suspected lead perforation near the apex area. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to field b2 outcomes attrib to adv event, field d4 unique identifier (UDI) #, field d6a implant date, field d6b explant date, field f10 impact codes (5) and field h6 impact codes (5). This supplemental report has been created to capture additional information and information correction. Revision to field e1 initial reporter country and f10 impact codes (5) and field h6 impact codes (5). This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this implantable pacemaker was suspected to have migrated as the right ventricular (rv) lead exhibited pacing failure pacing as it decreased by 50% and lead impedance. Fluoroscopy confirmed suspected lead perforation near the apex area. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to field b2 outcomes attrib to adv event, field d4 unique identifier (UDI) #, field d6a implant date, field d6b explant date, field f10 impact codes (5) and field h6 impact codes (5). This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this implantable pacemaker was suspected to have migrated as the right ventricular (rv) lead exhibited pacing failure pacing as it decreased by 50% and lead impedance. Fluoroscopy confirmed suspected lead perforation near the apex area. This device was explanted and replaced. No additional adverse patient effects were reported.